Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient encountered dizziness episode and presented to healthcare facility. Patient transferred to different facility for revaluation and diagnostic testing/troubleshooting performed revealed right ventricular (rv) lead, spike in threshold with no capture, high threshold and diminished r wave. The rv lead was explanted and replaced no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.